Event description:
The doctor reported the implant was removed due to failure to osseointegrate approximately 3 months - 3 weeks after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was good. The doctor reported local infection was observed during the implant removal surgery. The patient has since recovered.